Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 331 mg/dl. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer changed the infusion set site and resumed insulin delivery. A bolus of insulin was delivered via the pump to address the high bg. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider. After the site change, the bg level dropped to 190 mg/dl.